Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous, concentric, and heavily calcified de novo lesion in the right coronary artery. A 4.5x08mm nc traveler rx balloon dilatation catheter (bdc) was being used for post-dilatation; however, the balloon ruptured during the first inflation at around 10 atmospheres. The procedure was successfully completed with an unspecified bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.